Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-15963, 15965. It was reported the pt is to undergo surgical intervention to revise her scs system. The physician requested the sjm representative interrogate the system prior to the surgical procedure. No additional information is available at this time.